Event description:
It was reported that a faradrive steerable sheath during procedure aspirated air and leaked blood from the valve. Air could be removed when flushing was performed after the catheter was replaced. The procedure was completed without patient complications. The device is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted a kink near distal end of the sheath handle. Microscopic inspection of the hemostatic valve identified tears in both the inner and outer valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the valves.

Event description:
It was reported that a faradrive steerable sheath during procedure aspirated air and leaked blood from the valve. Air could be removed when flushing was performed after the catheter was replaced. The procedure was completed without patient complications. The device was received for analysis.